Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient had a blood glucose of 298 mg/dl with extreme thirst and drowsiness. Patient received no unusual treatment and remained on pump. This complaint is being reported because the reported issue was not resolved with troubleshooting and the patient experienced hyperglycemia.